Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference report 3004788213-2025-00061.

Event description:
A patient reported experiencing pain with two-level mobi-c implants at c5/6 and c6/7 approximately 6.5 years post-operatively. The patient has used medication and physical therapy and still experiences pain. Follow-up x-rays and mris were inconclusive, and the surgeon suggested possible implant removal, however the patient does not want to do so unless absolutely necessary. The patient tested negative for allergy to mobi-c components. Another x-ray was taken and shows what appears to be calcification over one of the implants and no movement of it. The patient continues to consult their doctor to determine next steps. This is report two of two for this event.

Event description:
A patient reported experiencing pain with two-level mobi-c implants at c5/6 and c6/7 approximately 6.5 years post-operatively. The patient has used medication and physical therapy and still experiences pain. Follow-up x-rays and mris were inconclusive, and the surgeon suggested possible implant removal, however the patient does not want to do so unless absolutely necessary. The patient tested negative for allergy to mobi-c components. Another x-ray was taken and shows what appears to be calcification over one of the implants and no movement of it. The patient continues to consult their doctor to determine next steps. This is report two of two for this event.

Manufacturer narrative:
Additional information in h6: investigation type, findings, and conclusions. A review of the DHR was conducted and found no indications of manufacturing issues. The device was not returned and no photos were provided, so an evaluation is unable to be performed. This event likely cannot be attributed to manufacturing or design related issues. The complaint is confirmed for mobi-c implant for pain but unrefuted for binding. A definitive root cause cannot be determined with the information provided. This event could possibly be attributed to unknown patient or surgical factors. This device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.